Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no known patient involvement.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Returned provisional exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.